Event description:
A customer reported an issue with the touchscreen responsiveness of the pump, as the screen was frozen and would not respond to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance from technical support to perform a pump reset, which successfully resolved the issue, allowing the customer to interact with the pump screen again.